Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the clear plastic ring at the top of the reservoir came loose from the reservoir. Blood glucose level at the time of the incident was 103 mg/dl. The customer's mother reported that she would call back when she had the insulin pump with her. The device was not replaced or returned for analysis.